Event description:
It was reported during a laparatomy procedure that the instrument did not connect. Took another instrument and the same problem occurred. Surgeon took third instrument and finished procedure. There was no adverse patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.